Event description:
The pt tested his blood glucose on the suspect device at 6 am and it was 424 mg/dl. He dosed himself with an extra 3 units of insulin and ate normal breakfast. The pt was at work 3 hrs later when he felt weak and shaky. The paramedics were called and at the hosp his blood glucose was 54 mg/dl. The pt was given IV fluids with glucose and released later that day.